Event description:
The report from the database indicated that the pt was included onto the study. The pt had two (2) lesions treated with two (2) taxus stents during the index procedure. Approximately one (1) month after the index procedure, the pt had an adverse event (ae) which was restenosis of the taxus stent in the svg to the mid lad. This was treated cypher 3.5/18 mm stent. Approximately five (5) months later, the pt had restenosis of the cypher stent. The restenosis was treated with percutaneous transluminal coronary angioplasty (ptca). There was no procedural information regarding the ae/restenotic event of the taxus stent which was treated with the cypher stent. Additional information has been requested. The following information relates to the pt's index procedure where taxus stents were implanted.